Event description:
It was reported that during the implant procedure, it was difficult to position the atrial lead in the right apex. The lead was not used and a new lead was implanted.

Manufacturer narrative:
(B)(4).